Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed. The customer reported that the user was unable to issue medications to the patient due to this malfunction and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed and not detected on bus. A field service engineer replaced retractor cable to resolve the issue. The system functioned as intended after the field service troubleshooted the device.